Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent robot assisted laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent robot assisted laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /migration of essure device location of device: unsure of the exact position of the right essure wire') in a 35-year-old female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain, prolonged heavy periods, heartburn, irritability, dysmenorrhoea, libido decreased, joint pain, difficulty in walking, peripheral swelling, muscle ache, back pain, endometriosis, urinary urgency, sweaty, numbness, tingling, muscle spasm and transient ischemic attack. Concomitant products included amitriptyline, ethinylestradiol;norelgestromin (xulane), gabapentin, medroxyprogesterone acetate (depo provera), metaxalone, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain,"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue.") And vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On (B)(6) 2017, the patient experienced headache ("headaches,") and migraine ("migraines"). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, headache, depression, anxiety, migraine, fatigue and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure device #1 deployed on the left and introducer withdrawn. 1 trailing coil noted. Essure device #2 deployed on the right and introducer withdrawn. 3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: impression: there is marked thickening fo the endometrium measuring 3.5 cm bilateral essure wires. The left essure wire appears within normal limits. Unsure of the exact position of the right essure wire. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, headaches, dyspareunia, fatigue, anxiety , depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs and mr received : reporters added, lot number added, patient demographic updated, essure removal date added, event migration updated to migration/migration of essure device location of device: unsure of the exact position of the right essure wire, events added- abnormal bleeding (vaginal ), depression and mental anguish, migraines , headaches, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue.. Events outcome updated, events onset date updated, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /migration of essure device location of device: unsure of the exact position of the right essure wire') in a 35-year-old female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain, prolonged heavy periods, heartburn, irritability, dysmenorrhoea, libido decreased, joint pain, difficulty in walking, peripheral swelling, muscle ache, back pain, endometriosis, urinary urgency, sweaty, numbness, tingling, muscle spasm and transient ischemic attack. Concomitant products included amitriptyline, ethinylestradiol;norelgestromin (xulane), gabapentin, medroxyprogesterone acetate (depo provera), metaxalone, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain,"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue.") And vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On (B)(6) 2017, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, headache, depression, anxiety, migraine, dyspareunia, fatigue and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure device #1 deployed on the left and introducer withdrawn. 1 trailing coil noted. Essure device #2 deployed on the right and introducer withdrawn. 3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: impression: there is marked thickening fo the endometrium measuring 3.5 cm bilateral essure wires. The left essure wire appears within normal limits. Unsure of the exact position of the right essure wire. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, headaches, dyspareunia, fatigue, anxiety , depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration /migration of essure device location of device: unsure of the exact position of the right essure wire') in a 35-year-old female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain, prolonged heavy periods, heartburn, irritability, dysmenorrhoea, libido decreased, joint pain, difficulty in walking, peripheral swelling, muscle ache, back pain, endometriosis, urinary urgency, sweaty, numbness, tingling, muscle spasm and transient ischemic attack. Concomitant products included amitriptyline, ethinylestradiol;norelgestromin (xulane), gabapentin, medroxyprogesterone acetate (depo provera), metaxalone, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain,"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue.") And vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. On (B)(6) 2017, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, headache, depression, anxiety, migraine, dyspareunia, fatigue and vaginal discharge outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure device #1 deployed on the left and introducer withdrawn. 1 trailing coil noted. Essure device #2 deployed on the right and introducer withdrawn. 3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: impression: there is marked thickening fo the endometrium measuring 3.5 cm bilateral essure wires. The left essure wire appears within normal limits. Unsure of the exact position of the right essure wire. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, headaches, dyspareunia, fatigue, anxiety , depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, vaginal bleeding and menorrhagia were updated to recovered/resolved. Incident a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.